Event description:
Spontaneous. Per patient, she had a premix cassette malfunction yesterday and had to use her emergency kit to prepare a new cassette. Patient used the new cassette and had no further issues. No other information known. Prescriber has not been notified. Serial number of the defective cassette is not known as these are premix cassettes and serial number is on the original packaging, did the product fault occur while in use with the patient? Yes; did the product issues cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have backup device she was able to switch to? Yes; was the patient able to successfully continue her infusion? Yes; is the infusion life-sustaining? Yes; outcome? , resolved, replacements sent. Cassette malfunction occurred earlier in january as well. Nursing is not needed at this time. Reported to (B)(6) by pt/caregiver.